Event description:
The lesion was in the middle of the lad, with mild calcification and 100% cto. It was an ami case (contrary to IFU). The stent was deployed and then the stent delivery system (sds) was used to post dilate proximal end of the stent when it ruptured and a dissection was observed at the vessel outside of the stent. The dissection was treated with a perfusion balloon catheter and the pt was given protamine. The pt was stabilized, however, remained in the hosp for three weeks for observation.